Event description:
It was reported that the upon pulse generator interrogation, the message -data not read- was displayed on the programmer screen. The magnet rate was approximately 89 pulses per minute. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.